Event description:
Boston scientific received information that the remote home monitoring system issued an alert for a high out of range shock impedance measurement of 125 ohms. Boston scientific technical services (ts) was consulted and reviewed data from the device. It was noted that the shock impedance has been high since implant and reached 122 ohms 9 days earlier. Ts also discussed that this is a single coil lead which can yield higher shock impedance measurements. The patient would continue to be monitored. The system remains in service and no adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.